Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation result of side car rx pushed back. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the side car rx was torn and was pushed back. Dimensional inspection observed the side car rx was pushed back approximately 7 mm which is out of specification. Therefore, the reported complaint of "sheath torn" is confirmed. Based on all available information, the torn side car rx may have been caused by user manipulation and/or a technique used during the procedure while inserting/removing the guidewire. It is also possible that the user manipulation and/or technique used during the procedure led to side car rx pushback as well. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a lithotripsy procedure performed on (B)(6) 2023. During the procedure, the side car-rx (guidewire channel) was torn. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. Investigation results revealed the side car rx was pushed back; therefore, this is now an MDR reportable event (see block h10 for investigation details).